Event description:
About one and half hours after putting on this glove, the surgeon's hands became red and started itching. Surgeon removed the gloves and washed his hands thoroughly. Symptoms subsided without any intervention.